Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was torn and broken at the beginning of the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed during the procedure. The surgeon was performing a hepatectomy and was dissecting the liver with the monopolar curved scissors (mcs). There was no arcing observed. The mcs tip cover accessory was well installed on the instrument. There was not any orange surface visible after the mcs tip cover accessory was installed. The installation tool was used to install the tip cover. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip cover to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have thermal damage. The distal end of the tip cover exhibited localized melting, which is indicative of arcing. Additionally, the tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.008¿ to 0.122" in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.